Manufacturer narrative:
The pusher was returned without the implant. The resistance for the pusher measured high and out of specification. The connector was received broken at the e3 location. The distal pet was removed to expose broken yellow solder joint. There was no mushrooming or evidence of a thermal detachment. There were striations noted on the body of the monofilament, which is indicative of a tensile pull. Based on the investigation and provided information, the complaint can be confirmed. The specific root cause of this complaint is unknown; however, the device exhibits evidence that it was subjected to tensile forces that exceeded its strength specifications.

Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has not yet been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that while attempting to detach the 2nd embolization coil in an anterior communicating artery aneurysm, the coil did not detach. During removal, the coil unexpectedly detached in the a1 segment and trailed down into the distal internal carotid artery. A stent was used to retrieve the coil; however, only partial coil was able to be retrieved. Additional coils were implanted, and a stent was implanted in the a1 segment to attach the remaining coil to the vessel wall. 150mg aspirin and 450mg of clopidogrel were administered through a nasogastric tube. There was no reported patient injury. The patient was kept under observation for a few days, and discharged without complications.